Event description:
It was reported that the pcu had a system error. Upon error log review by customer biomedical engineer, it was discovered device had error code 100.6120 there was patient involvement but no harm.

Manufacturer narrative:
Omit: c21 - results pending completion of investigation, b21 - type of investigation not yet determined and d16 - conclusion not yet available. Correction: medical device catalog #, medical device type, unique identifier (UDI) #, medical device serial #, medical device model #. Additional information: imdrf annex a, b, c, g codes, device available for eval? Returned to manufacturer on, device eval by manufacturer? And manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported pcu issue with system error code 100.6120 was confirmed in the event/error logs but was not replicated during lab testing. The error code 100.6120 is associated with a memory integrity failure; however, the cause was not identified during the investigation. The received pcu with s/n (B)(6) underwent powering on and alaris system maintenance v.12.3 preventive maintenance on 19nov2024 and passed all its tests without any issues. An external and internal inspection of the suspect pcu exhibited the following: no obvious issues or anomalies were observed with the returned device that may have been a contributing factor for the error code 100.6120 that occurred. All components inspected were manufactured by bd. According to the alaris system user manual (v12.3), the following is indicated when system error appears: operating channels will continue as programmed; however, settings cannot be changed. Replace the pcu as soon as possible. Record the settings prior to powering down the device. Settings are unrestorable. The system was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of 8015 system error 100.6120 reported was not identified; however, it was confirmed in the log analysis.

Event description:
It was reported that the pcu had a system error. Upon error log review by customer biomedical engineer, it was discovered device had error code 100.6120 there was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.